Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-3138-55, (B)(4) and (B)(4) model description:lead extension, 55cm.

Event description:
A report was received that the patient was explanted due to infection. The patient had been experiencing pain and discharge at the ipg site. The physician explanted the battery and two lead extensions. The patient was placed on oral antibiotics and was reportedly doing fine.

Event description:
A report was received that the patient was explanted due to infection. The patient had been experiencing pain and discharge at the ipg site. The physician explanted the battery and two lead extensions. The patient was placed on oral antibiotics and was reportedly doing fine.